Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that a therapeutic transurethral resection in saline (turis) procedure, the ceramic insulation at the distal end of the inner sheath broke off and may fell into the patient's body cavity. Thus, the perfusate used was examined and the patient's bladder and urethra were x-rayed but no fragments were found. Even before this procedure, another one was planned for other interventions, which will now include another search for possible fragments. However, the intended procedure was successfully completed with a similar device and there was no report about an adverse event or patient injury.

Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus medical system corporation (omsc), japan (returned to omsc on (2021-08-19). The evaluation at omsc confirmed that a part of the ceramic insulation at the distal end of the inner sheath is broken off. This type of damage is typically caused by thermal and/or mechanical overload induced by wear and tear. Therefore, this event/incident was attributed to user error. It cannot be conclusively determined whether the insulating insert was pre-damaged at some point in the past, whether the damage was caused during the reprocessing cycle preceding the incident, or during the procedure. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities. The case will be closed on olympus side and the user will be informed about the investigation results.